Event description:
It was reported after unpacking bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, the user observed sediment at the bottom of one (1) tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3166558 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on batch 3166558 for contamination. Retention samples from batch 3166558 (100 tubes) were available for inspection. There was no white material observed in the retention samples. For further investigation, two retention tubes were placed in 20-25-degree celsius incubation and two tube was placed in 33-37-degrees celsius incubation. At seven-days incubation, no growth was observed in the incubated retention tubes. Three photos were received for review for this complaint. Two photos showed one tube with white material at the sensor area of the tube. One photo showed chinese bd carton label of batch 3166558. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed for contamination from the photos. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after unpacking bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, the user observed sediment at the bottom of one (1) tube. There was no health impact or consequences reported.